Event description:
Procedure type: low anterior resection. According to the reporter, the instrument was fired, but it did not cut the tissue. The device was removed by cutting the pt side. No bleeding occurred. A second instrument was used to redo the anastomosis. Surgery time was extended due to this reported condition.